Event description:
It was reported the pt (B)(6) was not receiving effective stimulation. The pt's cervical lead showed all contacts with high impedances and there was a visible kink at the scs anchor site. The pt's lead was replaced with a new one and the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.